Event description:
During an initial implant procedure, increased pacing impedance was observed on the left ventricular (lv) lead. When the lv lead was being flushed, it was noticed that there was insulation damage on the lv lead. It was suspected that a needle caused the damage. The lv lead was explanted and a new lv lead was implanted to resolve the event. The patient is stable.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed while the reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection found the lead insulation to be cut/damaged at the proximal region of the lead consistent with procedural damage. The cause of insulation damage to the lead body is consistent with that occurring at the time of procedural.